Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The patient (united kingdom) received an scs system including a neurostimulator receiver. It was reported that the patient experienced overstimulation and intermittent stimulation that was not responsive to reprogramming. The receiver was explanted on (B)(6)2008. During the revision, both leads were tested and found to have normal impedances. The physician reported observing fluid ingress in the header of the receiver. The explanted receiver was returned to the manufacturer for evaluation. No further information is available.